Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. As received, the charger was unable to recognize a battery pack when it was inserted. The cause was a shorted q1 (current controlling transistor) and u13 (cmos flash micro-controller) on the bedside board. The root cause for the shorted components was unable to be positively determined. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) year old female patient's son contacted zoll customer support to report that her charger would not recognize a battery pack, when inserted. The patient was issued a replacement battery charger/modem.